Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has autofill error during bloodback check. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1- contact peson- mfg site, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) observed the device and replaced solenoid driver board, drive manifold assy, no change in problem, parts remained installed in unit. Fse changed the front end board and unit passed functional check. Functional tested without any issue. No further problems found. Cs300 intra aortic balloon pump iabp services completed. Pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb- front end module, exch pcb-solenoid driver, manifold drive. Parts were received with a reported failure of an autofill error during the bloodback check. The fat installed pcb-front end module into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. No issues found during testing. The fat installed exch pcb-solenoid driver into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. No issues found during testing. The fat installed manifold drive into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. No issues found during testing. Fat could not confirm the failure in any of the parts. Sending manifold drive to the supplier for failure analysis per procedure number. Retaining the rest of the boards in the failure analysis and testing department per procedure. Failure analysis received from the supplier for the part manifold drive. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.